Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the improper sterilization performed without the pressure equalization lid was due to human error. The event can be prevented by following the instructions for use which state: ¿5.8 sterilizing the endoscope: sterrad® 100s/nx®/100nx® sterilization of the endoscope. [Caution]: attach the sterilization cap to the venting connector on the light guide connector prior to sterrad® 100s/nx®/100nx® sterilization. If the sterilization cap is not attached to the venting connector during sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism. V-pro® max sterilization of the endoscope: [caution]: attach the sterilization cap to the venting connector on the light guide connector prior to v-pro® max sterilization. If the sterilization cap is not attached to the venting connector during sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the bending section rubber glue was separated, the plug unit was cracked, the angulation was out of standard, and the angulation had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the cysto-nephro videoscope had sterilization performed without the pressure equalization lid. Three scopes were incorrectly reprocessed this way. The issue was found during reprocessing. There were no reports of patient harm. Related patient identifiers: (B)(6).